Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a single-lumen umbilical vessel catheter (uvc). The customer reports the catheter is cracked just below the molded strain relief on the extension. Water/damp cloth was used to clean the skin area and the area was completely dried prior to insertion. The customer did not find it difficult to handle prior to insertion and was not difficult to secure. The uvc was inserted on (B)(6) 2013 and was being used for continuous use. The uvc was removed on (B)(6) 2013 and was replaced with another catheter, product code 8888160333. The customer further reports that the patient is stable.